Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse measured the continuity of the earth between one of the general connectors and each of the parts where the user had access, including the keyboard tray, flex charger, pump panel, doors, monitor, chassis, and sample plate. The cse observed that there was continuity in all cases. The procedure was performed again in each of the modules, which all had continuity. Ground continuity between the equipment and the input line was also verified. The cse searched for problems with the cables and the insulation integrity of the paint and found no issues. The cse then verified there were no parasitic currents and voltages. Once the cse verified there were no electrical problems, the customer was asked if the operator experienced electric shock. The customer stated that they saw a spark and felt a shock when some part of the instrument was in contact with their body. A siemens headquarters support center (hsc) specialist reviewed the service report and concluded that the operator experienced static shock. The hsc specialist made recommendations to resolve the static charge. The instrument is performing within manufacturing specification. No further evaluation of device is required.

Event description:
The operator of a dimension exl 200 instrument received a shock while using the keyboard. There are no known reports of any injury or medical intervention as a result of the shock.